Manufacturer narrative:
The device has not been received fro evaluation at this time. A supplemental report will be filed should the device become available for investigation. The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 3.

Event description:
The user facility in (B)(6) reported the vitreous cutter did not cut. The doctor replaced with another cutter and completed the operation. No pt injury reported.